Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres.

Event description:
The customer complains about blood leak during treatment. It was found membrane broke during the first use: blood flow rate: 120ml/mln, tmp: 82mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.